Event description:
A materials manager reported that during a glaucoma filtering shunt procedure, the surgeon could not get the shunt seated or stabilized into the eye tissue after he released it from the delivery system. He was going to attempt to put the shunt back on the system and try to reseat it, but couldn't "reload" it. Although he did have a back up shunt, he opted to do a trabeculectomy without a shunt. In a follow up, the surgeon reported that the shunt released from the device prematurely. There was no pt injury or harm.

Manufacturer narrative:
Evaluation summary: the product was returned for analysis investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info by phone, fax and mail. A completed questionnaire was received on (B)(6) 2014. (B)(4).